Event description:
It was reported that this patient is a concomitant transvenous pacemaker and sicd. The patient received three inappropriate shocks due to device sensing issues. The system remains in service. No adverse events were reported.